Event description:
During a surgical procedure in which the surgeon was using the skull post to screw in the screws, the screws broke off between the head and threaded part. No adverse consequences reported by the surgeon, no delay in surgical procedure reported.

Manufacturer narrative:
Device not available for return. Investigation in process, but not yet complete.